Event description:
Customer reported that she was hospitalized. Customer experienced two diabetic comas and she hurt herself with the last one. Customer stated that the meter readings do not match the blood glucose value at the hospital. Customer states that there was a hospitalization for their high bgs. Blood glucose value at the time of the hospitalization was 850 mg/dl; treated with potassium drip, insulin and electrolytes. Customer experienced vomiting, passed out and fell. Customer was not wearing the insulin pump at the time of hospitalization. She took off the device a couple of hours prior. Nothing further reported.